Event description:
It was reported that there was a force sensor test. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Visual and functional testing were performed. Visual inspection observed that the device was in good condition, did not notice any external damage. During the power up process check the calibration of the force sensor, the reported problem could not be duplicated. However, the root cause of the reported issue was found to be that the customer manipulated the pump during its self test process which caused the force sensor test error; by entering the biomed code customer was able to clear the force sensor test error. Replaced force sensor as a preventative measure.